Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of a wide morphology resulting in a stored untreated episode and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that the shock impedance measurements were noted to have increased, however remained within normal limits. Further device data review identified that this device delivered multiple inappropriate shocks since implant. At least one of them was noted to have accelerated the rhythm. Additionally, data analysis was completed confirming that premature battery depletion consistent with increased power consumption. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of a wide morphology resulting in a stored untreated episode and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that the shock impedance measurements were noted to have increased, however remained within normal limits. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.